Event description:
It was reported that, the pt was revised for a painful hip.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 30mm, cat# nls-300000b, lot# 35683501; primary tritanium hemi cluster hole cup, 58mm, cat# 502-03-58f, lot# mjm78a; trident 0 deg insert 40mm, cat# 623-00-40f, lot# mkdt7p; v40 cocr lfit head 40mm/+0, cat# 6260-9-140, lot# mhn2k; 6.5 cancellous bone screw 25mm, cat# 2030-6525-1, lot# mkk1ev; 6.5 cancellous bone screw 35mm, cat# 2030-6535-1, lot# mka0y7. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the devices cannot be performed as the devices were retained by the surgeon and were not returned to the manufacturer. Additional info pertaining to the devices referenced in this report (including x-rays and medical records) was requested, but not made available. Should additional info becomes available, the eval summary will be submitted in a supplemental report.